Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information on resetting the pump and assisted in the reset process. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any issues reappear.